Event description:
The customer reported that the system was locking up intermittently. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power and sata cables were reseated to the hard drive. The system was then found to be operating as intended.